Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty for an indication of vertebral compression fracture. It was reported that the bone cement, although prepared as usual, was difficult to push once mixed, leading to partial filling and subsequent blockage. This issue persisted even after opening another kit. The problem was resolved by removing the "t" piece, allowing the cement to push freely, and the case continued as expected. The procedure was completed successfully with a new product. There a delay in overall procedure time. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
H3. Visual inspection confirmed none of the inner components of the kit were returned. Unable to determine viscosity of cement at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.